Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's blood glucose was unknown. Troubleshooting found insulin was not able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was able to exit during a manual prime. Customer was advised their insulin pump was working as designed. The customer was advised the alarm may be caused by an infusion set/reservoir occlusion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.